Event description:
As reported, approximately seven years post initial right tka, the 66 y/o male patient presented in surgeon's office having complaints of pain knee. On examination surgeon said collateral ligaments are intact no instability issues. X-ray showed that the poly look like significant wear medially with presence of osteolysis. Surgically surgeon stated that the patient had moderate osteolysis to the medial anterior notch. Poly was worn and broken medially with also lateral significant wear. Patient was revised to a constrained condylar femoral size 3 right with a size 3/13mm constrain condylar insert a 38 three peg patella with a 20 mm x 1 20 mm femoral stem extension. Surgeon also used logic femoral cone metaphyseal large h 32 mm. There was no breakage of device or surgical delay/prolongation. X-rays and photos received. Patient was last known to be in stable condition following the event. The devices are available for evaluation.

Manufacturer narrative:
Concomitant products: logic femoral ps cem right sz 3 (cat# 02-010-01-0330 / serial# (B)(4). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.